Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) novum iq large volume pumps displayed air in line alarms. The nurse primed a blood set with saline and then blood. As soon as the pump was programmed, the pump displayed air in line. The nurse opened the door and removed the set to visualize air; however, there was no air in line. The nurse then re-loaded the set (moving by 0.5 inches downstream), but the pump would not infuse. This issue was repeated with three (3) total pumps. Infusion was started using a fourth pump and priming a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.